Event description:
It was reported to covidien on (B)(6) 2009 that a customer had an issue with gauze. The customer stated that the gauze had shred and multiple loose threads came off in an open wound.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.